Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure. Power pulse was performed and they waited some time for the fibrinolytic effect. The device was then switched to thrombectomy mode. After a few seconds of aspiration, an error message to replace the catheter displayed. There was saline leakage into the console. The catheter was replaced with another of the same device and the procedure was completed. There were no patient complications and the patient status was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure. Power pulse was performed and they waited some time for the fibrinolytic effect. The device was then switched to thrombectomy mode. After a few seconds of aspiration, an error message to replace the catheter displayed. There was saline leakage into the console. The catheter was replaced with another of the same device and the procedure was completed. There were no patient complications and the patient status was noted as stable.